Event description:
During eval of the returned homechoice machine, an increased intraperitoneal volume (iipv) was identified in the therapy that started in 2009 during cycle 3. The ultrafiltration was 1600ml indicating the home pt (hp) drained 1600ml more than their programmed fill volume of 2400ml. This info gives total drain volume of 4000ml. (1600ml+2400ml=4000ml). This meets the iipv criteria. Product surveillance contacted the peritoneal dialysis (pd) nurse two months later, regarding the reported case of iipv. The nurse stated she did not have any info regarding the iipv. She was unaware of anything that may have caused or contributed to this condition. There were no symptoms that were reported during this time that would indicate an iipv event. The nurse stated the hp is currently doing well on therapy.

Manufacturer narrative:
Eval summary: the eval did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during eval. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain, one or more cycles advances to the next fill when slow/no flow occurred above the minimum drain volume threshold. The device will be routed to the service area. CAPA is currently open for the reportable malfunction of overdelivery.